Event description:
A surgeon reports a pt underwent intraocular lens implant surgery on 07/15/2004. The pt has complained of double vision and ghosting of images off and on since the surgery. Second and third opinions have been sought and laser photocoagulation (lpc) was performed on 02/07/2006 as recommended from the second opinion. Symptoms remain following lpc. Testing conducted to date has been normal and the source of the pt's symptoms remains unk. The lens remains implanted and the pt has been given a prescription to try hard contact lenses.

Manufacturer narrative:
H.3.,6: the complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received to the lot number. The mfrs internal reference number is : id061914.